Event description:
It was reported that there was a pump problem, according to an insurance company representative the patient reported ¿it was malfunctioning.¿ the patient could not find anyone to service the pump after moving from one state to another, and had ¿filed a complaint with the state¿ because of the pump malfunctioning and due to the difficulty finding a healthcare professional (hcp). The drug being infused by the pump was not reported. No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6), product type: catheter. (B)(4).